Manufacturer narrative:
Additional information manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired (B)(6) 2017. It was reported that cause of death was not device related. The device will not be returned for evaluation.